Manufacturer narrative:
Product ID: 74001, lot# n344198, implanted: (B)(6) 2012, product type: adapter. (B)(4).

Event description:
It was reported that there was no obstruction plug in the pocket adaptor kit. It was still implanted. Additional information has been requested, but was not available as of the date of this report.